Event description:
Information received indicates the bed exit will set (led light would come on) but it will not alarm.

Manufacturer narrative:
The technician replaced the bed exit tape switches and fasteners to repair the bed.